Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt unable to complete an ECG recognition test. The cause for the failure was isolated to an damaged solder connection in the pulse wire from the trunk cable. The root cause for the damaged solder connection could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.